Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. This is one of three medwatch reports being submitted as three separate devices were used. See 2210968-2009-00063 and 2210968-2009-00064 for all associated medwatch reports. The same patient is represented in each medwatch.

Event description:
International customer reported that a patient underwent a parotidectomy and had a surgical drain placement. The recovery room personnel noted that the attached reservoir was not functioning. It was reported that the device locking plate mechanism "unclicked" itself. The patient subsequently developed a hematoma and was returned to surgery for surgical drainage of the hematoma.